Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that the blood glucose reach so high a level that the insulin pump showed high. He stated that he had not eaten much, but his blood glucose reading rose from 124 mg/dl up to 520 mg/dl. He stated that he treated using the insulin pump and was able to lower the blood glucose reading to 279 mg/dl, then down to 184 mg/dl. He complained of feeling weird and noted dizziness. The customer had stated that he had already changed the infusion set. On the call, the customer passed out, and the his wife reported that he came to but was vomiting. They advised that they would troubleshoot for the issue later. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.